Manufacturer narrative:
This may be a user error issue and the customer wanted assistance locking down the admit / discharge function at the device because of the possibility that the staff was able to delete patient data or perform an unauthorized discharge of a patient. Nk ts also walked them through the process of pulling the log files for their own records. The device will not be sent in for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) may have been discharging patients on its own.

Event description:
The customer reported that the central nurse's station (cns) may have been discharging patients on its own.

Manufacturer narrative:
Details of complaint: on june 30th, 2018, the customer reported patient tiles were randomly disappearing from the cns and rns. The cns in question is pu-621ra, serial number (B)(4), put into service in 01/29/2014. When the issue occurs, 3 patient tiles disappeared at once. There is no communication loss or signal loss. The customer suspected that someone discharged the patients. The customer suspected that this has happened on two different cnss and two different orgs in the past two days, between (B)(6) to the date the customer called in. There is no information on regarding the other devices with issues. The customer also suspected that if it weren't someone discharging the patients, causing this issue, it may also be related the on-going construction at the hospital. On july 05, 2018, the customer called back to report that the issue has occurred since it was reported, as well as inquired about looking at the device log to understand what happened. Nk tech support showed how it was done. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: sap shows there one (1) other related notification for pu-621ra, sn (B)(4): 300092732 - transmitter randomly go into comm loss in 3 east department reported on 08/07/2017. No resolution was documented. Service history for this facility shows there has been no other related incidents for pu-621ra since 6/30/2018. Due to information regarding the environmental and hospital staff's workflow not being available, a root cause for the reported issue could not be determined.